Event description:
The complainant is a user of the glucometer elite 4 date system. The customer did a fasting blood sugar test and it was 67ml/dl. The customer ate breakfast and approximately 20 minutes later re-ran another blood glucose test and received a result of 230 mg/dl. Concerned about this result they again re-ran a test and received an lo (less than 15mg/dl). While on the phone a review of the system was attempted. However, the customer did not have a check strip or normal solution. These items were supplied to the customer. Check strip testing was satisfactory. However, the customer could not get the meter to provide a reading. It was learned that the customer was using excel off brand reagent strips. The customer was informed that bayer does not manufacture nor support the use of this off brand reagent. The customer was then supplied elite strips for further testing. The customer is still not satisified with the system claiming that all they receive are lo results. A request was made to return the system for evaluation. In the meantime a replacement system has been provided.

Event description:
The complainant is a user of the glucometer elite 4 date system. The customer did a fasting blood sugar test and it was 67ml/dl. The customer ate breakfast and approximately 20 minutes later re-ran another blood glucose test and received a result of 230 mg/dl. Concerned about this result they again re-ran a test and received an lo (less than 15mg/dl). While on the phone a review of the system was attempted. However, the customer did not have a check strip or normal solution. These items were supplied to the customer. Check strip testing was satisfactory. However, the customer could not get the meter to provide a reading. It was learned that the customer was using excel off brand reagent strips. The customer was informed that bayer does not manufacture nor support the use of this off brand reagent. The customer was then supplied elite strips for further testing. The customer is still not satisified with the system claiming that all they receive are lo results. A request was made to return the system for evaluation. In the meantime a replacement system has been provided.